Event description:
It was reported that following pump implant there were no problems however over last five months there had been increasing volume discrepancies, with less being in the pump than expected. In december patient was in withdrawal when she came for refill despite expected volume being approx. 3 ml. Patient was seen 10 days early for her next refill and pump volume should have been 6.5ml but pump was basically empty. Patient was not in withdrawal this time. They were to do a pump myelogram to assess catheter as patient had stated that the analgesia was less effective. Patient had pethidine 50mg/ml in her pump, as any other opioid gives severe nausea and vomiting. It was added later that the healthcare provider (hcp) suspected a granuloma; patient was not getting adequate relief. Hcp was scheduling patient earlier to avoid withdrawal. Reporter stated that he thought hcp had done a rotor test which was normal and planned a dye study soon. It was later reported on 2/19/14 that patient was in intensive care after and hcp placed her on a basal rate, emptied the pump of drug and replaced with saline. Per reporter¿s understanding ¿there was 1.5 ml excreted since refill yesterday i.e. (B)(6) 2014¿. The results of the dye study was normal. Hcp also did an ultra sound on the pump and found the septum to be ok, no drug was found in the pocket. Pethidine dose was 35mg per day. Additional follow-up on patients progress on (B)(6) 2014, indicated that the hcp will not be replacing the pump as the patient was too frail; she was being treated with oral medication.

Manufacturer narrative:
(B)(4).